Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that only one proglide was used. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the suture detachment. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or tensioning angle was not coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional ablation procedure. The sutures of one proglide device was successfully placed. The sheath was upsized to a 8.5f sheath and the procedure was completed. Reportedly post procedure, when the knot was advanced with the suture trimmer, the suture broke. Another proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.